Manufacturer narrative:
(B)(4). Analysis of the pump battery revealed high resistance.

Event description:
The pump was returned following explant. The return paperwork indicated ¿battery is depleted¿.

Event description:
Additional information was received and it was reported that the patient had no symptoms related to the event. The pump was electively replaced to avoid in-vivo battery depletion. The patient was doing fine following the replacement. The device system was delivering lioresal.